Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads " came loose, so that's when they put the second" implantable pulse generator (ipg) in. The right atrial (ra) lead and right ventricular (rv) lead remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.